Manufacturer narrative:
On 5/4/2021, mentor became aware that the left silicone implant had silicone under-exposure. On 5/4/2021, the mentor failure analysis lab has received the device for evaluation. On 5/10/2021, mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and granuloma. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent breast augmentation revision with mentor memorygel breast implant 375cc has experienced breast implant rupture on the left side complicated by granuloma. At this time, the results of the MRI or ultrasound report have not been provided. As a result, the patient underwent implant explantation on (B)(6) 2021.

Manufacturer narrative:
On 5/26/2021, it was reported to mentor that the patient experienced bilateral ptosis. The patient experienced a capsular contracture on the left side. The replacement device was unilateral for the left side only : 400 cc, high profile smooth silicone gel implant manufacturer¿s reference number: (B)(4).